Manufacturer narrative:
Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the tightener handle was tested multiple times and tested high out of range at 93.1. Highest range is 88. There was no procedure or patient involvement. This report is for one (1) viper 2 system final tightener handle, torque limiting. This is report 1 of 1 for (B)(4).